Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: h6 health effect - clinical code e2402: generalized illnesses mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with an unknown mentor silicone breast implant experienced unexplained systemic symptoms postoperative, including breast implant illness, soreness, purple sores underneath the breast, odd smells from the armpit area, swollen lymph nodes, fluid retention, and breast swelling. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left side.

Manufacturer narrative:
Additional information received on july 10, 2024, indicated that the suspect devices identities are as follow: left cat:3507275bc 206473, right cat:3507350bc 22046. This patient is part of the adjunct study. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 22, 2024 indicated that the patient race is white, procedure type was unknown breast reconstruction, and the side for this report is the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 08, 2024, indicated that the patient underwent bilateral removal on (B)(6) 2024, and date of implantation was on (B)(6) 2001. Reason for device explant and/or reoperation: generalized illnesses. Manufacturer¿s reference number: (B)(4).